Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, when fixing the biosure screw in the tunnel, during the application of torque, it broke. The procedure was completed without delay using a s+n back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The screw is fractured about 1/3 of the way from the proximal end. The proximal and distal ends are intact and a section from the center is fractured in half. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the implant material specification found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A clinical evaluation states that the IFU caution that ¿excessive force should not be placed on the delivery instrument. The starter must be utilized with the screws to minimize screw breakage during insertion.¿ the root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use.. No containment or corrective actions are recommended at this time. H11: corrected information in h6 (health effect - impact code).